Event description:
It was reported that a malfunction alarm with code malf 12 occurred and the malfunction code was not resettable. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, and a replacement pump was provided to ensure uninterrupted insulin delivery. Technical support confirmed customer¿s shipping address and provided instructions for storing the pump for transport, as well as instructions for returning the problematic pump within 10 days using the provided pre-paid label and return box.